Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2, then stored at room temperature and used for validation study a week later. The same sample was tested a week later , four times and generated a negative result each time for sars-cov-2 while performing validation studies. Results are not reported as this was for validation study only. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 mdrs will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to sample handling including: incorrect sample storage outside of the method sheet instructions. The sample was not stored correctly as per the method sheet which states that "samples in utm may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. Freezing at -70°c or colder is required for specimen storage or transportation beyond 72 hours prior to the specimen being added to the assay tube for testing." The off-label (volume) collection media used. Per the method sheet: "collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline." In addition, it is possible that this was a low titer sample that may produce wavering results. Note however that no data was provided for the initial positive run on nov 8th to determine if the sample was near/at the limit of detection of the assay. The sample may have had a low viral load where results are known to waiver on repeat testing.